Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30448138m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a atrial fibrillation (afib) ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. During the late ablation phase an effusion was noted from the procedure's control. The procedure was continued. Pvi was conducted, after confirming the presence of pvi by mapping of post, when tried to induce and the patient¿s blood pressure suddenly decreased. (90 50 levels) at that time a pericardial drainage was performed. The physician¿s commented that especially when ablation was done, I did not feel a sense of pop, nor any strange feeling during mapping, so it was probably something I had before. We receive a comment that there is no causal relationship with the product." The physician considered that the pericardial effusion had been present since before the procedure. Ablation settings and parameters are not available. The patient outcome of the adverse event was reported as improved on follow up. Since the event is life-threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.